Event description:
Customer reported prime error alarm after rewinding the insulin pump. The insulin pump kept prompting for a rewind. Blood glucose has not been checked for two weeks. Drive support cap is normal. During troubleshooting, customer is receiving prime alarm. Advised customer to discontinue use of the insulin pump, the device will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with prime alarm during prime test and alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No prime alarm noted. Motor passed motor test. The insulin pump had a scratched display window and a broken belt clip slot. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement and rewind tests.